Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer alleged high blood readings of 488 mg/dl and 493 mg/dl on different days were due to insulin leakage from the infusion set. She checked her site location due to high blood reading and she noticed the leak. Customer was able to treat her high blood readings with a bolus. Customer was able to change the infusion set right away and she did not require any outside assistance. Infusion sets were not returned for evaluation because she discarded them. Replacement sent.